Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported they ceased treatment due to tooth discoloration, enamel wear and a chipped tooth.